Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, premature battery depletion was observed. Device is still implanted and is being monitored. Patient's condition was stable.